Event description:
Leaking from the port where the needle separates from the catheter. I inserted it leaks and then I asked another nurse to insert another one still leaking when we flushed. We decided to leave it on for a while like 15 mins or more and flushed it again, no leaking was noted. After flushing with ns [normal saline] it started to leak from the white plastic port (part that's exposed after taking out the needle). I placed another IV using another 20 g and also leaked. But after some time (few minutes) they both stopped leaking. The leaking was sort of slow "ooze" and not continuous leak, and it happened after flushing